Manufacturer narrative:
On 12-dec-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a ez steer¿ nav bi-directional electrophysiology catheter and the power displayed on the carto 3 system and showed that the smartablate generator wasn't reaching its target. The catheter was replaced and the issue was resolved. The medical team then noted that the first catheter had a visual defect. There was 'glue' over one of the catheter sensors. No resistance was noted when withdrawing the catheter. No lifted or sharpened rings were noted. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation, temperature, and impedance test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. According to the picture provided by the decontamination lab, reddish material presumably blood was observed. A temperature and impedance test was performed, and no power issues were observed. In addition, the anchor window in the tip section is part of the device design. A manufacturing record evaluation was performed for the finished device number lot 31429851m and no internal action related to the complaint was found during the review. The reddish material presumably blood evidence provided by the decontamination lab could be related to the foreign material reported; therefore, the foreign material reported by the customer complaint was confirmed. The power and foreign material issues reported by the customer could not be replicated during the product investigation. The potential cause of the blood residues could be related to the usage of the device during the procedure; however, this can not be conclusively determined. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a ez steer¿ nav bi-directional electrophysiology catheter and the power displayed on the carto 3 system and showed that the smartablate generator wasn't reaching its target. The catheter was replaced and the issue was resolved. The medical team then noted that the first catheter had a visual defect. There was 'glue' over one of the catheter sensors. No resistance was noted when withdrawing the catheter. No lifted or sharpened rings were noted. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).